Manufacturer narrative:
(B)(4). Device fired through lockout. The analysis results of the device found that it was returned empty and with the lock out mechanism broken as it was fired through. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "would not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a cholecystectomy procedure, upon firing the clip would not deploy. The staple never obtain the correct form and stay on the jaws. Surgery was prolonged fifteen minutes. Another like device was used to complete the procedure. There were no adverse consequences for the patient.